Manufacturer narrative:
The physician reported a vessel dissection, however, he gives no indication, nor was there any indication during visual/functional analysis of the actual device, that the dissection was caused by the balloon. The procedure was completed with the additional balloon and stenting with a satisfactory outcome and no further complications. The failure is an accordion defect identified along the balloon. This type of failure is likely caused by user error, and excessive force being applied by the physician during removal into the introducer sheath. The crumpled (accordion like appearance) of the balloon potentially causes an increase in the crossing profile of the device, resulting in increased resistance and difficulty in withdrawing the device through the introducer sheath.

Event description:
Treatment of an 8cm lesion in the superficial femoral artery using 7fr sheath, 0.035" guide wire and 5 x 100 angioslide device. Device prep, insertion, inflation, and invagination went normally. Proximal shoulder inversion and resistance was encountered when attempting to withdraw device back into the sheath. Corrective maneuvers were performed unsuccessfully. During these correction procedures the device became stuck in sheath and on guide wire. Also, an attempt to rupture the balloon was made unsuccessfully. The doctor then decided to convert to an open procedure and removed the device, sheath and guide wire together. At this time, the patient developed acute ischaemia. A subsequent angiogram showed vessel dissection and occlusion of sfa. Physician gave no indication that this was caused by balloon. The doctor continued and complete the procedure, placing a new guide wire and repairing the sfa with a balloon and placement of a stent with a satisfactory result. No further complications.